Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The infusion set was changed in attempt to resolve the issue. Additional information was not provided. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.